Manufacturer narrative:
Initial 1 of 1. E1: patient city: patient country: canada. Name: abbvie inc., street: 1 north waukegan road, city; north chicago, state: il, zip code: 60064, country: united states. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient experienced infection with a skin lump on (B)(6) 2026 and was treated with antibiotics for possible abscess.